Event description:
It was reported that a novum iq syringe pump over-infused. This was observed during patient infusion with packed red blood cells (prbcs) on the neonatal intensive care unit. The pump alarmed "syringe empty"; the syringe appeared to be completely empty. However, the pump indicated there was supposed to be 40 mins remaining and additional volume in the prbc transfusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI)#: the serial number (21) is unknown, therefore, the UDI number will only contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.